Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid inlet occlusion alarm occured during a routine hemodialysis treatment when the dialysate delivery system ran out of fluid. Treatment was discontinued and rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as directed. The reported alarm was attributed to user error as the operator started treatment without ensuring enough dialysate was available. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.